Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. The customer stated that they were unable to exit the preparing to prime loop. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device display properly and no anomaly noted. No prime/fill anomaly noted during testing. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.